Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment of the lead (including all 3 legs) was returned severed 14.5 centimeters (cm) from the terminal pin. A thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this implantable right-ventricular (rv) lead was taken out of service. In follow up, the bsc representative indicated that there were high pacing thresholds. The lead was implanted for approximately 2 years. High thresholds can indicate a lead dislodgement. No adverse patient effects were reported. Additional information was received which noted that low rv pacing impedance measurements were observed. The lead was later explanted and returned. No additional adverse patient effects were reported.